Event description:
It was reported that the device was explanted and a valve (B)(4) was implanted as a replacement for unknown reasons. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded.

Manufacturer narrative:
This was considered for report only. Customer letter not requested. This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No product return. Device was discarded by hospital.